Event description:
"End user claims she has been experiencing motor problems and problems with chair hitting curb. User is unsatisfied with chair completely. Says was stuck in street and chair is making a loud noise. Dealer currently has had chair for service last three weeks.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 11 months old. The owner's manual part number 1143190 rev. K (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's (B)(6) . The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.